Event description:
On (B)(6) 2010, patient reported she received an e4 (occlusion) on (B)(6) 2010 during basal delivery. Patient stated she changed all accessories aside from the battery and the infusion device continued to occlude. Patient reported infusion adapter was changed 3-4 months ago. Patient reported "now piston rod isn't even moving" and there is a grinding sound when it attempts to retract. Patient stated infusion device then displayed e10 (cartridge error) alert. Patient reported this was first noticed today. Patient reported she switched to her backup infusion device. Attempted to troubleshoot both error messages, but patient reported battery cover was stripped and could not be removed from infusion device. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.